Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced too much solution in the abdomen, difficulty breathing and solution in the lungs. It was reported the events occurred ¿after connection¿. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files were reviewed. The therapy log data showed the patient¿s therapy was initiated on the date of the event and was successfully completed on the following day with no issues noted. Review of the treatment history log showed no excessive fill or drain volumes per the clinician programming and no indication of a device malfunction. There were no device or system errors or use-related events that could have caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event; therefore, the kaguya device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.